Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow-up when atrial impedance could not be measured. The device remains implanted. No further information is available at this time as the patient had not been back to the clinic.